Event description:
The customer reported during boot up, the display reads motion disabled and joystick error. She reported this occurrence on the event date, and phoned for service the same day. No injury to pt, alternate system on site was used to perform cases. System is operational.

Manufacturer narrative:
The service repconfirmed the customer request. The joystick is hard to operate and will not go back to the home position. The rep disassembled the rui and noticed gimble munt of joystick is broken, broken gimble assembly rubbing against case causing rough movement. The rep ordered and replaced the rui assembly. He removed and replaced the joystick assembly. Test operated joystick and joystick returns to the home position when the operator lets go. Rui assembly and system operates as intended.